Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes associated with the software: fdr 213, fdc 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer would not boot and the spine software was exiting. The computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found the operating system was corrupt. It was noted there were no hardware problems found. Analysis found that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after taking a navigated image with the imaging system, when transferring the image to the navigation system, the spine software would exit, and the system would become intermittent. The manufacturer representative on site was only able to get to the select surgeon screen before the system would exit again. This was the second navigation system that experienced this issue during this procedure. Troubleshooting was performed by trying another outlet and trying an uninstall-reinstall of the software. This did not resolve the issue as the software would still exit and the system became unresponsive. This issue occurred intraoperatively and caused a longer than one-hour delay. There was no reported impact on patient outcome.